Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 30-degree endoscope had an inverted picture. A spare endoscope was used to complete the procedure with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30-degree endoscope involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported issue the endoscope had a good image in both eyes and cable integrity damage.